Manufacturer narrative:
Additional information provided in d.9., d.10., h.3., h.6. And h.11. The lens was returned in the lens case. The lens was in two pieces, typical of removal. The lens pieces were pressed between two post and the inner wall of the lens case base. The lens pieces were adhered to each other. The lens was cleaned with klrp to separate the pieces. One haptic was broken-gusset area. Scratches and small cracks were observed on the edge near the broken haptic gusset. A larger cracked area was observed near the middle of the same optic portion. This damage may indicate a plunger override or it may have been caused by an instrument used to grasp the lens during the removal. The used company cartridge was returned in the opened lens pouch. Inadequate viscoelastic was observed in the cartridge. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge was indicated with a non-qualified viscoelastic. It is unknown if a qualified handpiece was used. The root cause for the broken haptic may be related to a failure to follow the instructions for use (IFU). The lens had damage that may indicate a plunger override occurred. Inadequate viscoelastic was observed in the returned cartridge. A non-qualified viscoelastic was indicated. It is unknown if a qualified handpiece was used. No cartridge damage was observed. Top coat dye stain testing was conducted with acceptable results. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, after implantation, it was discovered that one haptic of the lenses was broken. The iol was explanted during initial procedure and procedure was completed with unspecified lens. There was no patient impact. Additional information has been requested.